Manufacturer narrative:
The customer's complaint of pca tubing leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a tubing leak below the site where maintenance fluid is connected. Attempts to tighten the connection did not stop the leak. There was no patient harm.

Manufacturer narrative:
Add'l info.